Event description:
Information received a smiths medical cadd extension sets leaked identified white powder at connection and between cadd cassette line and line extension. Unknown medication being infused and no patient adverse events reported.